Event description:
It was reported by service report that the track on the stair chair was broken and one was missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Track belt.